Event description:
Event description guidant received information that this transvenous implantable lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the rate/sense channel, resulting in diverted episodes. Loss of capture and impedance greater than 3,000 ohms was also observed.